Event description:
While reporting issues with lost sensor alerts, customer reported that the insulin pump returned a motor error alarm. Blood glucose level was 228.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.